Event description:
No harm to patient. Peripheral catheter placed. When flushed, saline seen coming from catheter as if there was a hole or break in seal. IV required removal and additional peripheral stick x2 required to obtain access. This happened on more than one patient at clinic between yesterday [redacted] and today [redacted].